Event description:
Event description guidant received information that subsequent to the patient receiving blunt force trauma to the chest, this implantable cardioverter defibrillator (ICD) delivered a shock and this ventricular implantable lead exhibited high, out of range pacing impedance measurements and low, out of range shocking impedance measurements. Both this ICD and lead were explanted and successfully replaced.